Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm on a previous set. They pulled out the set and it was bloody. The cannula was not bent. The site did not show signs of infection. The site was not actively bleeding at the time of the call. The customer's blood glucose level was 98 mg/dl. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The product will not be returned for analysis.